Event description:
It was reported that the patient had phrenic nerve stimulation. The left ventricular (lv) lead was initially reprogrammed, but subsequently, it was replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 693565 implantable tachy lead 2010 (B)(6); 5076-52 implantable pacing lead 2010 (B)(6). (B)(4).